Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown, however, the patient¿s high calcification, as well as gender likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post transfemoral placement of the 23mm sapien 3 valve in the aortic position, hemopericardium after implantation was seen, with aspect of posterior paravalvular leak (pvl). The patient passed away 10 minutes later. The patient¿s annulus measured 19 mm with high calcification. An annular rupture was confirmed. Additionally, the suspected pvl was the annular rupture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown, as no additional information was provided regarding patient or procedure information. If any additional information is provided, a supplemental report will be sent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post transfemoral placement of the 23mm sapien 3 valve in the aortic position, hemopericardium after implantation was seen, with aspect of posterior paravalvular leak (pvl). The patient passed away 10 minutes later. The patient¿s annulus measured 19 mm with high calcification.

Manufacturer narrative:
Pre-op CT and procedural cine were provided to edwards for review. Echo images were not provided. The images were reviewed by an edwards physician, and the following observations and impressions were provided. Impressions/ recommendations from the review indicate a heavily calcified annulus with calcium seen below the left main artery. There was a high risk for rupture. The bav was stable in the annulus however contrast injected as balloon appears to deflate (proximal shoulder in the balloon was not fully expanded). Contrast was seen leaking around the bav. The balloon size was not provided. It is recommended to fully inflate the balloon, wait a few seconds, and then do an aortic root angiogram to determine valve sizing. From the CT images provided (75% phase diastole), annulus area measured 336mm2 which would require a 20mm valve. The valve was deployed as suggested by edwards (slow steady full inflation). The valve was coaxial and landed in a good position. Edwards physicians were unable to confirm an annular rupture as no images were provided post valve deployment (aortic root angiogram to rule out rupture, pvl, central ai, coronary occlusion). Echo images were not provided to confirm rupture.